Event description:
Additional information has been provided.

Manufacturer narrative:
A review of the device history record confirmed the device met all quality inspections and specifications prior to release.

Manufacturer narrative:
Additional data: b5, b6, d9, h3, h6, h10 device evaluation: upon receipt to nuvasive a visual inspection was conducted. It was observed that the nail had minor damage to the threads on the opposite side of the distal plug. It was visually confirmed that the internal components of the nail were physically missing. X-rays were taken of the nail and confirmed the fact that all of the internal components are missing which confirmed that the components were left inside of the patient as reported. Based on the investigation conducted and the information provided, it was determined that the failure is likely due to a design failure as well as the use of improper instrumentation to remove the nail and the patient's bone condition. A corrective and preventive action (CAPA) was initiated to address the design failure. As a result of the CAPA a retaining ring was added to the distal plug to help prevent disassociation from occurring. It is possible that if the surgeon had the retention plug at the time that the nail was taken out that the nail may have been easier to remove. It is also possible that even using the appropriate nuvasive removal instrument, the patient¿s bone condition would have still required excessive force to remove the nail, potentially leading to a disassociation. It should be noted that this nail was manufactured prior to the implantation of the CAPA.

Event description:
Additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail was explanted without the retention plug and it left the inner magnet behind. No additional information has been provided.